Event description:
Home patient (hp) reports patient line homechoice set became disconnected from transfer set during initial drain of apd treatment. Hp reports baxter technician assisted patient in ending treatment and restarting with new supplies. No patient injury or medical intervention required per hp.